Manufacturer narrative:
Two devices of the same size were used; however, it could not be confirmed which lot number was the one that stretched. The two lot numbers for the two same size coils implanted were: 32523271 and 32468673.

Event description:
It was reported that the coil stretched and was protruding from the target location. Two 10x20 embold fibered devices were selected for use for an embolization procedure. During the procedure, upon advancing one of the coils forward through the microcatheter, the coils normal resistance when pushing forward disappeared. It appeared via imaging that the coil stretched, and the coupler could be seen as well as a long area of stretched coil extending into an area they did not intend to coil. Both coils remain implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Two devices of the same size were used; however, it could not be confirmed which lot number was the one that stretched. The two lot numbers for the two same size coils implanted were: 32523271 and 32468673.

Event description:
It was reported that the coil stretched and was protruding from the target location. Two 10x20 embold fibered devices were selected for use for an embolization procedure. During the procedure, upon advancing one of the coils forward through the microcatheter, the coils normal resistance when pushing forward disappeared. It appeared via imaging that the coil stretched, and the coupler could be seen as well as a long area of stretched coil extending into an area they did not intend to coil. Both coils remain implanted. There were no patient complications as a result of this event. It was further reported that the intended location of the coil was a gastric varices, and the location of the unintended coil was a separate gastric varices. There were no complications related to the location of the coil, and no additional procedures were required.